Event description:
Noise was reported on the ventricular lead, as well as 4-5 pauses noted last month via holter monitor. The lead was replaced. No patient complications have been reported as a result of this event.